Manufacturer narrative:
The device has been received however; the estimation has not been completed as of date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the endoeye flex deflectable videoscope image disappeared approximately 5-minutes after use. The customer cleaned the electrical contacts of the video connector, restarted the system, and the image re-appeared. However, the image went out once more 5 minutes later. The event occurred during a therapeutic laparoscopic procedure and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified; however, as a result of disassembling the scope, there was no problem with the soldering condition or wiring, etc., but when the video connector's inner base was heated, an image abnormality occurred. The event most likely occurred due to the following: 1) temporarily short-circuited when the video connector was connected to the video system center with water, etc. Adhering to the electrical contacts. 2) an overcurrent flowed temporarily when the video connector was plugged and unplugged while the power of the video system center was turned on. 3) static electricity was applied to the electrical contacts of the video connector. 4) electronic components deteriorated over time and failed due to electrical stress during normal use and heat stress during autoclave sterilization. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.